Event description:
It was reported that during an unknown procedure, the biomedical technician reported to sales rep the device will no longer correctly form clips. The clips become crossed and will not tighten. There was no pt consequence. One device returning.